Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.

Event description:
The event is reported as: complaint description: test fire was successfully done by scrub tech. Jaws on applier were partially closed by scrub tech then headed to the physician for insertion into single site trocar. The physician experienced difficulties inserting the 5mm trocar into the applier. Afterward the applier jaws would not open fully to load the clips. No patient injury reported. Patient current condition is fine.